Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cadd® administration set was leaking at the filter. The infusion rate 0.6ml per hour, which is noted to be a low flow rate for a seven day infusion. The leak was occurred around day 3-4 of the infusion. The event resulted in four lost days of blinatumomab infusion. No injury was reported, the bag was changed and therapy was continued. See MFR: 3012307300-2017-01345.